Event description:
On 11/15/2006, a call was received notifying the company that a second surgery was required in conjunction with a bone anchor. Information provided indicated the surgeon performed a rotator cuff repair in 2005. Two months subsequent to this surgery, the patient presented with pain after physical therapy. An x-ray was taken and revealed 2 out of the 3 implants were displaced. Surgeon determined it would be advisable to remove the implants in order to alleviate patient's post- surgical discomfort. In 2005, a second operation was performed to remove the two loose anchors. It was noted that the rotator cuff was fully healed to the humeral head therefore no further anchors were placed.

Manufacturer narrative:
Magnum implant was not returned for evaluation.